Manufacturer narrative:
The subject device except the probe was returned to omsc for evaluation. One of the two pins was broken and missing. The grasping surface was severely worn and metal part was exposed, and the tip of the grasping surface was partially separated. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the pin broke since the strong load applied in the direction of the opening the grasping section although the grasping section had already opened fully. It is considered that the grasping surface was severely worn, metal part was exposed, and the tip of the grasping surface was partially separated since the user continued activating output while the grasping section was closed without grasping any tissues or confirming that the tissue being grasped has been completely resected. This event was reported as MFR report #:8010047-2015-00920. This event was included two reportable phenomena concerning breaking of pins and damaging of grasping surface. Therefore another initial report is submitted.

Event description:
When the subject device was used during a laparoscopic assisted distal gastrectomy, after a few grasping and activations, the grasping section came off, but did not fall off in the patient body. The user withdrew the subject device from the patient body, and confirmed that there was not the pin which fixed the grasping section. The user considered that even if this pin fell in the patient body, retrieving the small missing pin would be difficult and it would be unlikely to be a health hazard. Therefore the user didn't search for the missing pin. The procedure was completed with a spare t3905, and body cavity cleaning was carried out. There was no patient injury reported.